Manufacturer narrative:
Batch review performed on 05 july 2021: lot 1903613: 64 items manufactured and released on 30-jul-2019. Expiration date: 2024-07-21. No anomalies found related to the problem. To date, 59 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose femur and the cause of the loose femur is unknown. The surgeon revised the femoral component and poly 4 months and 1 week after primary. The surgery was completed successfully.